Manufacturer narrative:
Section e1 facility name continued: (B)(6) university. The e411 analyzer serial number (B)(6) .

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (disk system). The initial result was 0.114 ng/ml. The sample was repeated 3 times with results of 0.007 ng/ml, 0.008 ng/ml, and 0.006 ng/ml. The repeat results were believed to be correct. The questionable result was not reported outside of the laboratory as it did not match the patient¿s clinical diagnosis.

Manufacturer narrative:
Calibration was acceptable. The customer ran one level of qc on the day of the event; the results were acceptable. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The centrifugation time was 6 minutes. Based on the sample tubes the customer uses, the recommended centrifugation time is 10-15 minutes. Liquid flow cleaning was last performed on 10-oct-2023. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.